Event description:
Hcp reported patient complaining of left leg weakness and sensory disturbance that involves the pelvis and not the right leg with parethesias. Patient has been receiving sufentanil 10 mcg/ml, bupivacaine 18 mg/ml and clonidine 150 mcg/ml at one ml per day flow rate. CT myelogram revealed a catheter tip mass t9. Investigation of event is ongoing. A follow up medwatch report will be filed when additional information is received.